Manufacturer narrative:
Concomitant medical products: 511212 lead, implanted (B)(6) 2016; mc1vr01us ipg, implanted: (B)(6) 2017. Product event summary: the device was returned and analyzed. The device met 89.4% or greater of expected longevity. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy pacemaker (crt-p) was pending erosion at the time of replacement. No further patient complications have been reported as a result of this event.